Event description:
The patient presented to the hospital after receiving inappropriate shocks. Lead dislodgement was observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.